Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unidentified malfunction alarm was received. Tandem technical support advised the customer to charge the pump for an hour. Upon follow up, pump was able to be turned on and customer resumed pump therapy. Customer's blood glucose was not impacted.